Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed four conforming clips and two clips with gap. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident and the clip malformation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while on the back table and operating the device to check functionality before the device was used, it was noted that the clips did not seem to load correctly causing the device to malfunction. The defective device was removed from the field with no patient adverse events and a new device was opened and utilized and the procedure was completed.